Event description:
A pt was asmitted for a procedure to the left cx and the lad with acute mi without shock less than 12 hours prior. The 3.0mm proximal left cx had 70% stenosis. The 3mm, de novo, ostial lesion was heavily calcified. A 3.0x8mm cypher was direct-stented to the site; it was not postdilated. Timi flow was 3 pre and post procedure; post procedure stenosis was 0%. Per reporter, the placement of this stent caused a plaque shift, necessitating the placement of another 3.0x8mm cypher in the lad; it did not overlap the first cypher. Seven weeks later, the pt presented to ER with nausea and vomiting, and a bp of 56/38; they immediately went into cardiac arrest and was pronounced dead. The cause of death was listed as cardiac, due to an mi.